Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the screen overlay was broken, and therefore it was replaced. Analysis also found a loose electrocardiogram (ECG) connector on the link electronic module (lem) board, and the board was replaced. Analysis also found a noisy system fan and power supply, and both were replaced. Product ID 2067 radio frequency programmer head; product ID r2290 software analyzer.

Event description:
It was reported the programmer screen has a crack in it. The programmer was returned for repair. There was no patient involvement. The programmer subsequently tested out of specification during manufacturer's analysis.